Event description:
It was reported that during a polypectomy procedure the snare failed to fully close. The target polyp was in the large bowel. A sensation jumbo oval had been selected and found to be working "perfectly well" prior to insertion into an unspecified scope. The snare was able to be opened; however, the snare failed to close around the target polyp. The device was removed and the procedure was completed with another of the same device. There were no pt complications reported.

Manufacturer narrative:
The unit was not returned by the customer. Therefore no product analysis could be performed. A device history record review was performed and no issues were noted. The most probable root cause of the reported complaint could not be determined.